Event description:
It was reported the stylus is out of calibration, and it could not be recalibrated. An overlay issue was questioned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The stylus was out of calibration.